Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight to the spec, broken shell and others. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening, missing piece of the shell and broken sharp in the bladder. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior due to an unidentified (tear) opening. Missing piece of the shell due to inconclusive. A sharp broken in the bladder. The reason for reoperation: rupture, pain and capsular contracture baker grade ii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare provider reported left side rupture, pain, capsular contracture baker grade ii with moderate capsular calcification. Device has been explanted.